Event description:
Add'l info rec'd from MFR on 12/23/99: the device was returned for analysis due to the appearance of elective replacement indicators. Evaluation identified low battery voltage. Further destructive analysis revealed a high current drain secondary to anomalous electrical leakage internal to an integrated circuit. It appears the high current drain resulted in the depletion of the battery.